Event description:
It was reported that when retracting the bd vacutainer® push button blood collection set with pre-attached holder the needle would not retract and a needle stick injury occurred. There was no report of patient impact, and information regarding intervention for healthcare worker has not yet been obtained. The following information was provided by the initial reporter: customer reporting sticking herself with the needle while trying to retract it.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by retraction lockout testing and no issues were observed relating to retraction issues as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction issues. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that when retracting the bd vacutainer® push button blood collection set with pre-attached holder the needle would not retract and a needle stick injury occurred. There was no report of patient impact, and information regarding intervention for healthcare worker has not yet been obtained. The following information was provided by the initial reporter: customer reporting sticking herself with the needle while trying to retract it.